Event description:
A malfunction was reported with an error code displayed, but no notable events occurred before it. Blood glucose levels remained within the normal range and did not exceed 500 mg/dl. Technical support provided information on resetting the pump and assisted the customer with the reset. Afterward, the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to call back if the issue returned and confirmed understanding of the instructions.